Event description:
Allegedly per surgeon, evaluation has revealed a collection in the region of the iliopsoas muscle consistent with corrosion-induced adverse local tissue reaction. He has no evidence of infection. Compassionate use patient was revised through compassionate use protocol for a suspected pseudotumor resulting from the modular neck / stem junction. The stem was not removed.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.